Manufacturer narrative:
The device was returned and investigated. The reported difficult or delayed positioning failure (anatomy) and poor image resolution could not be replicated in a testing environment during the returned device analysis as these were related to patient/procedural conditions. The reported broken gripper line and single gripper actuation issue were confirmed during the returned device analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue at this time. Based on the available information, the reported poor image resolution was due to patient anatomy. The reported difficult or delayed positioning failure (anatomy) was due to a combination of challenging anatomy and challenging imaging; therefore, due to procedural conditions. Based on the information reviewed, the reported single gripper actuation issue was a cascading effect of the reported broken gripper line. The reported broken gripper line appears to be related to procedural conditions and/or user technique during the troubleshooting maneuvers to free the leaflet from the gripper. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues and gripper line break. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a posterior flail. The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. Imaging was noted to be difficult due to the patient anatomy. The cds was advanced into the anatomy and positioned above the mitral valve. The clip then went under the leaflet; however, the anterior leaflet became stuck on the anterior gripper. Troubleshooting maneuvers were performed and the leaflet was freed from the gripper. The clip was pulled back into the left atrium and it was noted that one gripper could not be raised or lowered. The other functioned appropriately. The device was removed from the patient anatomy. After removal, the device and clip were examined. It was noted that there was no tissue in the clip and one of the gripper lines was broke. It was assumed that the gripper line remained in the clip delivery system, as no portion was seen in the patient anatomy. There was no tissue damage or other patient injury as a result of the device issues. It was felt that the gripper line likely broke during the attempts to remove the leaflet from the gripper. The procedure continued with implant of two clips. No issues were noted. The mixed mr was reduced from grade 4+ to grade 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.